Manufacturer narrative:
H.6. Investigation summary: unconfirmed: no evidence provided h3 other text : see h.10.

Event description:
It was reported that the bd ultrasafe plus¿ passive needle guard's safety would not activate. The following was received from the initial reporter: during biohaven¿s clinical review of data for upcoming dmc in december 2023, it was brought to the cmc¿s attention that per the dosing diary for a patient at site 020, the free text comment field indicated, ¿the needle did not retract when pulled out of skin.¿ additional follow up from the site and caregiver provided on (B)(6) 2024, ¿they stated that the dose administered as it typically does, but the needle stayed out, even though the medicine was pressed down completely instead of retracting back into the body if the syringe. The family said that it did not cause any issues but if they wouldn¿t have noticed then it could have poked someone.¿ site was requested to submit a product complaint on (B)(6) 2024, and that form is attached.

Event description:
It was reported that the bd ultrasafe plus¿ passive needle guard's safety would not activate. The following was received from the initial reporter: during biohaven¿s clinical review of data for upcoming (B)(6) in (B)(6) 2023, it was brought to the cmc¿s attention that per the dosing diary for a patient at site (B)(6), the free text comment field indicated, ¿the needle did not retract when pulled out of skin.¿ additional follow up from the site and caregiver provided on (B)(6) 2024, ¿they stated that the dose administered as it typically does, but the needle stayed out, even though the medicine was pressed down completely instead of retracting back into the body if the syringe. The family said that it did not cause any issues but if they wouldn¿t have noticed then it could have poked someone.¿ site was requested to submit a product complaint on (B)(6) 2024, and that form is attached.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.